Event description:
This ra lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2018. In a product experience report received on (B)(6) 2018 it was noted that the lead capped due to infection. The physician was dr. (B)(6) hospital in (B)(6) japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).